Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient alleges hot to touch and burning smell. The device was returned to a third-party service center. The technician confirmed pca burned during the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.